Event description:
The customer reported that the canopy either has issues with the zipper not functioning properly or there are holes in the netting. The customer was unable to be more specific on the exact location or damage to this canopy. There was no pt incident or injury reported. Inspection of the product found that the panel side a window zipper slider body is open.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that on panel side a the zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).